Manufacturer narrative:
H6: eval: method (other) work order search. Results (other) a work order search was performed and there were no similar complaints found with the work order.

Event description:
It was reported the surgeon inserted a competitor's lens and the trailing haptic was torn upon insertion. The reporter stated the lens was torn by the cartridge. The lens was removed and another lens was implanted without any pt incident.